Event description:
It was reported that the patient with right ventricular (rv) and right atrial (ra) leads underwent a revision surgery for an unknown reason, during which the leads were surgically capped and replaced with new ones. No additional adverse patient effects were reported.